Event description:
It was reported by a company operations manager that on (B)(6) 2011 the fiber tip broke. It was not recorded if the fiber tip was fractured and still attached. No patient injury was reported.

Manufacturer narrative:
Additional information reported by the company operations manager was the fiber will not be returned for analysis.